Event description:
A pt (age unknown), who was introduced to novofine 30 disposable needles (date unknown) for an unknown indication, reported that a needle broke off in their skin. It is unknown if the needle remained in their skin, and if so, it is unknown if the needle has been removed. It is also unknown if the pt received any treatment for the event. No further info regarding the pt or the event is available at this time.